Manufacturer narrative:
(B)(4). Two single-use devices were received for evaluation. For one device, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. For one device, visual inspection revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. A photograph of one sample was provided for evaluation. Visual inspection of the photograph revealed fluid inside the bag that contained the device, indicating that a leak had occurred. The location of the leak could not be determined from the photograph. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of either reported lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 10 </noe> malfunction events. It was reported that ten small volume folfusors leaked prior to patient use. Four devices leaked from the blue winged luer cap, and six devices leaked from an unspecified location. For all the events, there was no patient involvement. No additional information is available.